Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the (B)(4) was fired. The surgeon heard the audible click, and two in tact ¿doughnuts¿ however the device did not cut through the suture. Surgery continued, no other product used. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No.